Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving unknown baclofen via an implantable pump. The I indications for use was intractable spasticity and cerebral palsy. It was reported that the patient representative (caller) stated that the pump was turned off in 2016 because the patient was getting close to end of service and "it was not helping the patient at all". They turned the pump off and the patient started taking oral baclofen. The caller stated that last night the pump started doing the critical alarm then mentioned it also had a "background noise that sounded like an old fax machine". The manufacturer's patient services specialist (pss) reviewed the pump alarms. The caller is wondering if the pump needs to be explanted. Pss reviewed. The caller wanted to have the pump alarm turned off. Pss reviewed and redirected the caller to the patient's healthcare provider.